Event description:
It was reported that a hair/thread was allegedly located inside the sterile package of the patella component during a total knee arthroplasty performed on (B)(6) 2014. The package was not opened and another biomet patella was used to complete the procedure; there was no delay as a result.

Manufacturer narrative:
The complaint was confirmed and a hair was located on the inside of the sterile barrier pouch of the patella. The investigation determined that the cause of the non-conforming package was operator error. Inspection criteria clearly states that hair is not acceptable as a foreign material.